Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the right high resolution stereo viewer (hrsv-r) due to black screen. The issue was resolved after replacement and the customer completed the procedure robotically. While the fse observed the next surgery, black screen occurred on the left hrsv suddenly and it was recovered with a power cycle. As the issue with the hrsv-l occurred before on (B)(6) 2022, the fse replaced the hrsv-l as proactive action. The following procedure was completed without any issue. The system was tested and verified as ready for use. Isi has received the replaced part, but failure analysis investigation has not been completed. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the procedure log showed the site performed this partial nephrectomy surgical procedure on (B)(6) 2022 with system (B)(4). A review of the site's system logs for the reported procedure date was conducted by an isi regulatory post market surveillance specialist. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. This event is being reported because system unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, after the patient was under anesthesia, the right high resolution stereo viewer displayed a black screen. The customer rebooted the system and performed a hard power cycle of the system, but the issue persisted. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer did not check the surgeon side console (ssc) monitor upon powering on the system. The issue was identified when the surgeon sat at the console. There were no errors found and full troubleshooting was completed. The operation was prolonged for about 2 hours as the field service engineer (fse) replaced the hrsv-r. The procedure was completed robotically with the original ssc. There was no report of patient injury due to the delay. While the fse observed the next surgery, during a da vinci-assisted surgical procedure, a black screen occurred on the hrsv-l suddenly and the issue was recovered with power cycle. The procedure was completed robotically with no report of patient injury.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the high resolution stereo viewer (hrsv)s involved with this complaint and completed the device evaluation. The failure analysis investigation confirmed the customer reported complaint ¿black screen of the hrsv-r¿. There was no image, and the main board was found defective.